Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. This 1.5mm x 20mm x 142cm coyote es otw balloon encountered resistance while crossing the lesion. The balloon ruptured at nominal pressure upon the first inflation. The device was removed from the patient intact. The procedure was completed with this coyote es balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).